Event description:
It was reported that the "after working for more than 2 hours after inserting the catheter, the machine suddenly gave an alarm indicating helium leakage. The operator suspected that the balloon had ruptured, resulting in helium leakage. The machine stopped and gave an alarm. After removing the iabp catheter, a new one was inserted and it operated normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "after working for more than 2 hours after inserting the catheter, the machine suddenly gave an alarm indicating helium leakage. The operator suspected that the balloon had ruptured, resulting in helium leakage. The machine stopped and gave an alarm. After removing the iabp catheter, a new one was inserted and it operated normally". The 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. An ap tubing was connected to the iabc luer; clear liquid was noted within the ap tubing. The bladder was fully unwrapped. Bends were noted to the central lumen at approximately 5.0cm, 44.0cm, and 56.2cm from the iabc distal tip. Spots of dried blood was noted on the exterior surfaces of the iabc; no blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested using and an external leak was immediately noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.1cm , 44.1cm and 56.2cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 25.8cm and 38.4cm from the iabc luer, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. Some blood was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium leakage" is confirmed. During the complaint investigation, an external leak is confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. An external leak can cause the helium leak alarm. No other leaks were noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate bushing. The probable root cause of the leak at the bifurcate bushing is manufacturing related. A non-conformance has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: section d.4. - unique identifier (UDI)# corrected from (B)(4).